Manufacturer narrative:
A4 is unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
An 83-year-old female with acute myocardial infarction and cardiogenic shock (scai stage d) underwent impella cp placement via percutaneous left femoral arterial access on. While on support, the device functioned as intended at p-4 at 2.5l/min with d5w and heparin 25u/ml in the purge solution. Following the procedure, after drape removal, a large hematoma was identified at the left groin access site. The physician reported no difficulty with vascular access; however, the patient was noted to have significant peripheral arterial disease (pad), which may have contributed to vascular fragility. Manual pressure was applied and the hematoma margins were marked. The patient required urgent transfer via flight team to a tertiary care center for further management. Vascular injury was reported, with treatment including blood replacement and balloon-based vessel repair in one account, while other details regarding repair and blood replacement were inconsistently reported. The repositioning sheath was in place at the time of the event, and it was noted that device and/or sheath involvement could not be definitively excluded. The patient survived the event.